Event description:
Intraoperative burn: pt underwent bilateral tonsillectomy with excision of left posterior cervical node. Left tonsil removed without difficulty upon doing the same to the right tonsil before the bovie touched the tonsil there was noticeable smoke, and upon removing the bovie noticed there was a crack in the insulation of the tip. Also noted was a small burn to the inside of the right buccal mucosa. At that point the bovie was exchanged out. Bacitracin was applied to the area. Reason for use: bilateral tonsillectomy.